Manufacturer narrative:
Product was returned directly to MFR before complaint was submitted. Investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: tip broke off device and was found sitting in the screw that was tightened. No reported injury.